Event description:
It was reported that during an indirect decompression spacer implant procedure, after multiple deployments, the implant broke at the spindle cap. It was noted that the physician did not use excessive force during the procedure. In addition, it was assessed that the patient had tough bone. The physician completed the implant procedure with another smaller sized spacer without any issues. The spacer will not be returned as it was discarded at the medical facility.